Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. The reporter stated the pump delivered a bolus dose of 0.00, and alleged this was inaccurate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump¿s history was reviewed and showed that the pump was used after original complaint date. The basal history and prime history for (B)(4) 2013 was overwritten. No alarms appeared in the alarm history on date of the event. The current pump history showed no alarms related to the complaint. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately. No alarms occurred during the 24 hour duration testing. The history settings issue was not able to be duplicated due to the pump¿s information had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.